Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia in surescan mode. The right ventricular (rv) lead also exhibited possible o versensing and double counting. The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.